Event description:
An implant card was received reporting that the patient had generator replacement on (B)(6) 2015 due to battery depletion. The explant hospital does not return explanted product per hospital policy, and therefore, analysis is unable to be performed.

Event description:
Clinic notes were received for the patient's referral for prophylactic generator replacement. In the notes dated (B)(6) 2015, it was reported that the patient had three brief spells in one day several weeks prior, appearing to be an increase in seizures. In the past, these mild spells without loss of consciousness were thought to be anxiety attacks but the patient is convinced that they are seizures. The physician assessed that the generator was probably running low, although neos was not triggered. Device system diagnostics were reported to be within normal limits on this date. The physician was not willing to provide further relevant information on the event. No known surgical intervention has occurred to date.